Event description:
Ninety-five cc's of air were injected into a patient. First technician injected patient with contrast, pulled the piston back but did not remove the empty syringe. Then he took the patient out of the room. Second tech brings in a different patient and assumed syringe was prefilled with contrast. The tech connected the patient and injected air. Patient was hospitalized, released and is doing fine.